Event description:
Healthcare professional (hcp) reported a patient was injected in a different country with three vials of juvéderm® volux¿. The patient experienced ¿trauma from where the pus came out in the lower third of the face (mandibular angle).¿ hcp later reported "not clear if the patient has a secondary parotid filler infection" and patient "currently has signs of infection at the level of the mandibular angle through the skin." The patient has had a CT scan done but there is no report at the moment available. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.